Event description:
After a percutaneous coronary intervention (pci), the pt had an intra-stent occlusion and myocardial infarction.

Manufacturer narrative:
As reported by the e-france registry, pci was performed on a de novo lesion in the mid left anterior descending artery of 15-20mm in length in a 2.5mm vessel diameter. The lesion was also characterized as eccentric, angulated between 45-90 degrees and moderate calcification. An unknown cypher stent was deployed at unknown inflation pressure. Medications at baseline included ticlopidine/clopidogrel, aspirin and statins. Post-procedure medications included ticlopidine/clopidogrel, aspirin, statins, beta-blockers and anti-anginals as permanent treatment. After the procedure, the pt had an intra-stent occlusion. He also had a myocardial infarction due to this occlusion. It was not known if it was a q-wave infarction. It was treated by revascularization. Please note that this unknown cypher stent is not distributed in the united states. However, it is similar to the us distributed cxs stent. It is not available for testing and evaluation. Additional info has been requested but has not been forthcoming.